Event description:
The report stated that the technicians discovered no temperature displayed and a water leak in the hand piece of the radio frequency ablation needle. They reported that there was no pt impact.

Manufacturer narrative:
Date of initial report: 08/24/2007. The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.